Manufacturer narrative:
Results of investigation: valve was received in st. Jude medical heart valve div fer analysis lab in a st. Jude medical product return kit, submerged in a liquid solution. Sewing cuff was brownish-white in color, and contained several blue sutures. Large amount of brownish-white tissue was observed on both sides of sewing cuff, as well as in all four of recessed pivot areas. Some whitish tissue orignating from sewing cuff surface extended onto inflow rim of orifice. Both leaflets exhibited some movement; however, both were slightly restricted due to tissue in recessed pivot areas. Granular substance was observed on carbon surfaces of valve. Valve was chemically sterilized and forwarded to independent pathologist for gross morphological examination. Dr. Stated at time of his examination, both leaflets were more or less fixed in a semiclosed position. By gentle pressure on leaflet surfaces, one of leaflets could be opened almost completely. Emanating primarily from recessed pivot areas was apparent fibrous, organized thrombus tissue which extended onto contiguous surfaces of leaflets to limited exent. Bulk of this tissue was removed for histologic section. After removal of some of this tissue from recessed pivot areas, both leaflets continued to slightly restrict motion; however, both could then be made to open and close fully. Whitish tissue associated with sewing cuff, which extneded onto inflow rim of orifice, was identified as grossly normal fibrous healing reaction. It was microscopically determined to be predominantly dense fibrous tissue (mature collagen), with foci of calcification and thinner layer of somewhat looser fibrous tissue on surface. Microscopically, thrombotic material taken from recessed pivot areas was identified as altered fibrin, some of which had entrapped, degenerating red blood cells. Reactions on apparent surfaces of this material were composed of round cells (lynmphocytes, few plasma cells, and nonspecific hsitocytic cells). In one area, pigmented macrophages were present in surface reaction. Neutrophils were not identified. Gram stain was negative. Dr. Concluded that identified organizing thrombus created restricted leaflet motion. Conclusion: info received from valve's device history record and additional testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of investigation indicated leaflet restriction was caused by thrombotic material in recessed pivot areas, and it was not due to intrinsic valve defect, as supported by testing performed as st. Jude medical heart valve div. Cause of thombosis, however, remains unknown.

Event description:
Pt was presented with increased shortness in breath. Cine film revealed one leaflet to be "stuck" and the other to have restricted movement. Reoperation was performation was performed and old thrombus was found. Thrombus was also observed in the recessed pivot areas.